Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient lost consciousness. His wife called emergency medical services (ems). Upon paramedic arrival the cgm value was 80 mg/dl and the bg finger stick value was 35 mg/dl. He was transported to the hospital in an ambulance. Although he was given medication at the emergency department (ed) to raise his blood glucose, he did not remember other event details. He was released from the ed seven hours later after his blood glucose stabilized. At the time of the report his bg value was 172 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.